Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the jaws of the instrument did not move in an up and down motion while surgeon attempted to use. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the surgeon console. The issue was the instrument was static (inability to move). The observed movements were appropriate to the scale of the instrument. The instrument did not move in the intended direction. For clarification, the instrument had no or limited motion when the surgeon was attempting to use. There was a delayed or no movement was noted. There was no shakiness observed and the issue was persistent. This issue occurred when the surgeon was suturing during a hysterectomy. The issue was resolved when a new instrument was used. The lot number for the drape is unknown, and it is not available to be returned back to isi. There was no issue to the patient. There are no photos or video recordings for isi to review. Patient demographic information was provided. On 27-jan-2026, intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver instrument to perform failure analysis. The instrument was found to have blade damage at the midpoint of the blade. Both of the blade edges were indented causing the grips to be unable to open and close properly. The blade indentation did result in the cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mega suturecut needle driver instrument did not move correctly. The procedure was completed with no reported injury.